Event description:
Agent stated that the catheter position was not moved. The physician that the patients pain was so broad, that the position would still be sufficient for relief. Agent stated that the patient had been receiving relief.

Manufacturer narrative:
Device was not returned. The physician does not know what caused the catheter migration. Also, the patient did not mention any events that would have caused the issue. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending follow up information regarding catheter migration. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter migration. Agent stated an overinfusion volume discrepancy had occurred, which the expected volume was around 5.9ml and the actual aspirated volume was around 1ml. The patient experienced a lack of pain relief. The patient had not reported any recent mris or injuries. A dye study was conducted, and the catheter was found to be patent. The pump was explanted. During explant, it was found that the patient's catheter migrated from t8 to between t11 and t12. MFR 3010079947-2021-00126 was opened to address the pump explant.